Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high/undefined impedance, oversensing noise and a confirmed fracture which resulted in the patient receiving an inappropriate therapy. Reprogramming was completed and eventually the lead was partially extracted and replaced. During extraction it was noted that the sutures had been anchored to the lead body. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.